Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 106 mg/dl, and the meter bg reading was 49 mg/dl. Reportedly, the basal iq feature did not suspend insulin as intended due to inaccurate cgm values, and customer¿s bg level lowered to 49 mg/dl. Customer addressed bg level with fast acting carbohydrates. A root cause could not be determined. A replacement sensor was sent to the customer.